Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: nrs could not store the bending parts because it was rubbing with the shaft when he/she dialed into 0 degree. He/she kept rotating it, but the shaft tip of forceps, which is a black sleeve part, was tearing, so could not use. The event occurred when preparing for the device. No patient involved.

Manufacturer narrative:
(B)(4).